Manufacturer narrative:
(B)(6). The pump was returned to animas. All buttons were intermittently activating pump functions when pressed. Adhesive was found underneath the button contacts. A review of the device history record for this pump was performed and the pump was operating within required specifications at the time of release.

Event description:
The patient stated that the up and down buttons did not activate desired pump functions when pressed. There is no reported patient impact associated with this complaint.